Event description:
The customer states the catheter did not have a cuff when it was removed from the pt. The physician attempted to use hemostats to try to find the cuff in the tunneled area and was unsuccessful.

Manufacturer narrative:
The root cause for the event reported cannot be determined as the catheter is unavailable for review. The risk eval for this product addresses possible causes for the event reported. The cuff may separate from the catheter due to improper adhesion during the mfg process, inflammatory reaction in the pt which breaks the cuff down, or extreme force. Risk control measures have been implemented and verified to reduce the risk of the event from occurring due to these causes. We have also confirmed the type of adhesion used has not changed. There is also the probability that the catheter was missing a cuff from the time of production. We have inspections in place to reduce the risk of this occurring. It was noticed that the catheter was missing the cuff upon the removal of the catheter from the pt. We have not been able to confirm with the reporting hospital that the cuff has been removed from the pt. Though the cuff has been approved as a long term implant, the potential exists for the development of infection, abscess, or skin irritations.